Event description:
It was reported that obstruction occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 3.00mm x38mm promus element long was advanced to the lesion but the lesion has obstructed and the device cannot cross through it. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that a type b obstruction was occurred during procedure. The physician address the obstruction by dilating a non bsc balloon catheter to the lesion then deployed 2.25x24mm and 2.25x12mm stents.

Manufacturer narrative:
(B)(4).